Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/04/2013 with the following findings: evaluation revealed that the keypad was torn across the up arrow, exposing the button contact. All of the buttons responded appropriately. The keypad was removed and contamination was found under all of the keypad buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed contamination under all of the key contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/04/2013.